Event description:
Per the clinic, the device was explanted on (B)(6) 2025, under general anesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator through the skin. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also experienced an infection (purulent discharge) at the site of device extrusion and was subsequently treated with oral antibiotics.